Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from the titanium adapter and resulted in a leak. This occurred during draining of peritoneal dialysis therapy. The transfer set was replaced. The titanium adapter remained in use. There was no patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.